Event description:
Treatment of a previously coiled left giant paraophthalmic ica (internal carotid artery) aneurysm measuring 10mm. During pipeline deployment, it was reported that the pipeline could not be released from the capture coil.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found to be opened and released from the capture coil; therefore, the event cause could not be determined.(B)(4).